Event description:
On 08/21/2002, the user facility's corporate compliance officer informed the manufacturer's representative of the following: chest x-ray, mediport had become detached and one section was in subclavian vein and one segment was in the right ventricle and possibly through tricuspid. Device remains in patient.